Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with increased fatigue and it was noted the patient was in atrial fibrillation (af). It was also reported there was intermittent undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.